Event description:
Per the audiologist, the electrode array of the pt device was not in the cochlea. The device was explanted in 2007 and the pt was reimplanted with a new device the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.